Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited noise and oversensing resulting in an inappropriate atrial tachy response (atr) episode and ra oversensing of right ventricular (rv) pacing. There were ra pace impedance measurements of greater than 3,000 ohms were observed. The ra sensitivity was low and in addition there was some ra undersensing occurring. Technical services (ts) discussed with the health care professional (hcp), performing isometrics and pocket manipulation in clinic. This ra lead remains in service. No adverse patient effects were reported. Additional information was received that this ra lead was surgically abandoned due to a product performance issue. A return request is being sent to the field. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited noise and oversensing resulting in an inappropriate atrial tachy response (atr) episode and ra oversensing of right ventricular (rv) pacing. There were ra pace impedance measurements of greater than 3,000 ohms were observed. The ra sensitivity was low and in addition there was some ra undersensing occurring. Technical services (ts) discussed with the health care professional (hcp), performing isometrics and pocket manipulation in clinic. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.